Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the patients screen is scratched making it difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-aug-2019 with the following findings: investigation was unable to duplicate the original complaint of a damaged display. Unrelated to the original complaint, investigation found the display to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.